Manufacturer narrative:
Event problem:cataract, induced, vision, loss of. (Lens explanted). Device evaluated by manufacturer? No - lens not returned.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted approximately eight months after implantation to address a cataract development. Cataract was removed and an iol was successfully implanted on the same surgery date. According to the dcr, previously received, the type of cataract was anterior cortical and was device related ("the icl touch the natural lens"). Even though the cataract was attributed to the device it should be noted that anterior cortical cataract is age related and opacities start as vacuoles and clefts between the lens fibers. The device causality is based on the information that at the time of the icl implantation the patient was (B)(6) and the visian icl is indicated for adults 21-45 years of age, therefore there is no sufficient data to support implantation in such patients. This correlates with the literature report that 6-7% of patients develop a cataract following icl implantation but only 1-2% progress to clinically significant cataract, especially high myopes and older patients. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported has lost vision due to the development of a cataract. The lens was explanted on (B)(6) 2014, the cataract was removed and an iol was implanted. The facility stated it was an anterior cortical cataract. The patient is doing well and the ucva was 20/30+.